Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder had wear at a fold in the middle and proximal end. In addition, the cylinder had fluid loss due to a hole from wear at fold in the middle of the cylinder. The cylinder, pump, and reservoir kink resistant tubing (krt) was worn to the filament. The outer layer of pump bulb was worn from wear against the pump strain relief krt junction. Tubing was not returned for analysis and krt had been trimmed down to the pump strain relief junction. The pump passed leak testing. The reservoir had wear at a fold in reservoir shell. In addition, the reservoir had fluid loss due to a hole found in the shell adapter junction consistent with sharp instrument damage, and bodily fluid was found inside the adapter. In addition, an ams700 unused cylinder was returned for analysis. The cylinder passed visual inspection as no visual damages nor abnormalities were found, and it did pass leak testing. Based on the information available and analysis results, the hole found in the cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.